Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(6) facility. Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of a wear patch and wear stripe on the femoral head. There is also a wear patch on the acetabular cup, located towards the rim. Although the wear measurements are low, the location and combination of these features are suggestive that there was a degree of edge loading or subluxation of the components. Such mechanisms may have arisen due to sub-optimal placement of the acetabular component or if the patient had a degree of joint laxity. In this instance, the inclination angle is within an acceptable range of that which is stipulated in the relevant surgical technique, but the anteversion angle would be considered too low. The effects of the cup positioning may have been further exacerbated by the loading through the joint, which, considering that the patient's bmi indicates that patient was obese, could be considered to have been excessive. Surface damage in the form of deep scratching and indentations were observed on the bearing surfaces and are a likely indicator that there was a third body present, the source of which is unclear. Together with the aforementioned disruption in the articulation and resulting observations of wear, these factors are likely to be the source of the elevated co ion levels that were detected in the patient and the generation of advanced armd. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04971 / 04972).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to dislocation and suspected asymptomatic metallosis. The modular head and acetabular cup were removed and replaced. Additional information received reported patient underwent an initial right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to armd. During the procedure, serous fluid, scar tissue, and erosion around the trunnion were noted. All components were removed and replaced. Reported from (B)(4) laboratory.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." The following sections could not be completed with the limited information provided. Date implanted - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04971 / 04972).